Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item # 00875100932, liner, lot # 62095343, item # 00875705001, cup, lot # 62191143, item # 00625006530, bone screw, lot # 62211397, item # 00408801206, femoral stem, lot # 61932603. Attorney; reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports have been submitted for this event. Please see associated reports: 0002648920-2018-00219. This event was previously reported under 0001822565-2016-03759.

Event description:
It was reported that a patient underwent a revision surgery approximately 2 years post implantation due to pain. Postoperative diagnosis was anterior poly liner wear with mild trunnionosis. Attempts have been made and no further information has been provided.